Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient was having difficulty charging the ipg due to pocket placement as diagnosed by the physician. The patient underwent a revision procedure wherein the pocket was adjusted and the ipg remains implanted in the patients body. The patient was doing well post-operatively.